Event description:
It was reported that the patient will have a battery replacement surgery as they report discomfort around the generator and intermittent voice issues when the device cycles on. It was noted that the discomfort has an electrical feeling and is intermittent. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
F10 health effect, clinical code: code e2402 utilized; appropriate term ¿voice alteration¿ is not available. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any;defects¿ or;malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Manufacturer narrative:
B6. Corrected data, initial report: inadvertently left out lead impedance data. H6. Corrected type of investigation, initial report: inadvertently did not add b01 coding. H6. Corrected investigation findings, initial report: inadvertently listed wrong code.

Event description:
It was later reported the physician made the referral for battery replacement for patient comfort only.

Event description:
The patient's implant card was later received, noting the patient underwent a prophylactic battery replacement. Additional information was received noting the explanted device was unavailable for return as it was discarded by the explant facility. No other relevant information has been received to date.